Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient had a fall. They fell right on their back and since then they've experienced a return of not being able to void. Also the ins site was sore if there was any pressure applied so it was making it difficult for patient to sleep. Patient saw their healthcare professional (hcp) on (B)(6) 2017 and tried reprogramming however patient was only able to feel stimulation if the hcp turned up the stimulation really high. The hcp had ordered a CT scan and/or xray but the tests needed to go through their primary physician to be set up. No further complications reported.